Event description:
It was reported that the patient with this pacemaker experienced pain around the device. Boston scientific technical services (ts) referred the patient to physician. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.